Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the haptic tore away from the optic during insertion of the lens into the pt's eye. The incision was enlarged and another lens was successfully implanted. Reference MDR #2031924-2013-00033 for the delivery device used during the event.